Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. The oxygen blending module board was returned to the quality assurance laboratory for further investigation. During the investigation, the oxygen blending module board failed multiple test steps. The root cause of the oxygen blending module failure was found to be a failure of o2 flow sensor u24.